Event description:
The patient stated he started v-go 40 two weeks ago and received samples from his healthcare professional (hcp). He said that 5 devices have fallen off so far. As soon as he sweats, they come off. He stated he preps the skin and follows directions but still falls off. He stated he puts a bandage around the device to keep it on. He tried to have it on stomach, but it pushes into skin when laying down. And when on arm its snag with his clothes. No devices are available for return to the manufacturer for evaluation.